Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after the patient was moved to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed the error message. The fse performed the anode drive unit (adu) test and fuse test and found that the adu was defective, and the fuse was blown due to the defective adu. The fse solved the issue by replacing the adu and fuse. The returned part was analyzed and showed that the output throttles had discolored black due to overheating. The design of this part changed at the end of 2016. After the parts were replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system displayed a low load fluoro error message. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.